Event description:
The front arm plvot moved unintentionally, collided with the lateral arm image intensifier, and damaged the cover. An operator was not controlling the system at the time. A patient was not involved and no injury was reported.